Manufacturer narrative:
Several attempts were made to contact this pt with no success. If additional info is received, it will be provided in a supplemental report.

Event description:
The pt reported an infection with his implant. He wanted to know if his implants have been part of the recall from (B)(6).